Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, and the battery door was missing. ?cannot start pump, air in line" was found in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the defective and inoperable air detector was the root cause. The air detector was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device alarmed air in line. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.